Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter and the resultant symptoms. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused physical and emotional damages to the patient, including, but not limited to, perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused physical and emotional damages to the patient, including, but not limited to, perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient was moderately obese and presented with extensive right lower extremity deep vein thrombosis (dvt) from tibial up to iliofemoral segment despite being on anticoagulation. Given the limitation of activity, the filter was indicated to facilitate the activity level and the transition from heparin to warfarin. The patient underwent inferior vena (ivc) cavography with selective renal venography and percutaneous placement of an optease cordis ivc filter between the vertebral level l2-l3. There were no complications. The patient tolerated the procedure well. Approximately ten years and seven months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for hepatic vein injury, revealing an ivc filter within the infrarenal inferior vena cava with the tip well below the right renal vein. There was no tilting of the filter. All filter spines extending outside the inferior vena cava with one in contact with the infrarenal abdominal aorta. There were two anterior spines in contact with the third portion of the duodenum. Other findings reported: a 2.1 cm nodule within the left hepatic lobe, significant diverticulosis of the visualized left colon, evidence of left lateral hernia repair with a residual or recurrent fat containing spigelian hernia, in addition to a periumbilical hernia. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and seven months post implantation of a cordis optease ivc filter. The patient reports perforation of filter strut(s) outside the ivc and filter abutting the abdominal aorta and duodenum. The patient further asserts to have suffered from stomach pain post implant and experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter and the resultant symptoms. According to the information received in the patient profile form, the patient became aware of perforation of filter strut(s) outside the ivc and the filter abutting the abdominal aorta and duodenum events approximately ten years and seven months post implant. The patient also reports experiencing stomach pain and anxiety related to the filter. Per the implant records, the patient was moderately obese and presented with extensive right lower extremity deep vein thrombosis from the tibial up to the iliofemoral segment despite being on anticoagulation. Given the limitation of activity, the filter was indicated to facilitate the activity level and the transition from heparin to warfarin. The patient underwent inferior vena cavography with selective renal venography and percutaneous placement of an optease cordis ivc filter between the vertebral level l2-l3. There were no complications. The patient tolerated the procedure well. Approximately ten years and seven months post implant, the patient underwent an abdominal computed tomography (CT) scan, the indication was hepatic vein injury. The scan revealed an ivc filter within the infrarenal inferior vena cava with the tip well below the right renal vein and no tilting of the filter. All filter spines were extending outside the inferior vena cava with one in contact with the infrarenal abdominal aorta. There were two anterior spines in contact with the third portion of the duodenum. Of note the information originally provided indicated that it was a trapease ivc filter, the implant record indicates that it is an optease ivc filter, as the lot and catalogue number have not been provided, the actual ivc filter cannot be verified. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Due to the nature of the complaint the reported stomach pain cannot be further clarified. Anxiety and abdominal pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.